Event description:
It was reported; a loss of capture was observed on the right ventricular (rv) lead. Lead dislodgement was suspected. Reprogramming was performed to resolve the event. The patient was stable.